Event description:
It was reported that during a ptca procedure guide wire separation occurred. Reportedly, the proximal portion of the vessel passage may have been subintimal or in a false lumen. The guide wire was placed into the distal vessel via another company's balloon catheter. Upon removal the guide wire tip separated. The tip remained in the pt. A distal dissection was noted after placing another company's stent. The pt experienced cardiac arrest. A pericardial window was performed to alleviate cardiac tamponade. Reportedly, the pt was placed on mechanical assistance devices with questionable neurological status.